Event description:
As reported by the user facility (translation of user facility information by (B)(4)): the clip was not well positioned on the tip of the needle. The nurse pricked his hand. An AED has been declared by the service. The nurse pricked herself when she has wanted to collect the used samples to destroy them.

Manufacturer narrative:
(B)(4). B braun medical, inc. (Importer) is submitting this report on behalf of b. Braun (B)(4). Visual and mechanical investigation performed. No defect detected. Device meets specification. It should be noted that the introcan safety is designed to reduce the risk of needle stick injuries. Following cdc guidelines and/or facility protocols, sharps should always be immediately disposed into an appropriate sharps container.